Event description:
The customer reported their coulter act diff analyzer leaked an unspecified amount of amber colored liquid onto the counter from an undetermined source. The healthcare worker interfacing with the instrument was wearing personal protective equipment which included gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. Controls were being executed at the time of the leak and the controls did not pass. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) cleaned the probe wipe housing and replaced the probe to resolve the leak. Upon completion of the necessary repairs the instrument was returned back into operation. The failure mode of this event was the probe wipe housing and probe. The failure mode has the potential, upon recurrence, to cause discrepant, unflagged results. (B)(4).